Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact and evaluation conclusion codes), h7 (if remedial act init, type), and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis and confirmed there was potential high impedance within the battery. Additionally, it was observed that the right atrial pacing impedance was low and out-of-range (around or below 200 ohms). It was recommended to perform device replacement within a provided timeframe. Recently, this device was surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis and confirmed there was potential high impedance within the battery. It was recommended to perform device replacement within a provided timeframe. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.